Manufacturer narrative:
Investigation: visual inspection: no abnormalities were determined. Permeability test: shunt system initially not permeable. After the separation of the components, all components were permeable. Results: based on the investigation results the cause of the reported blockage remains unclear. Maybe rest of the mentioned test fluid saline in the peritoneal catheter caused a temporary blockage. All quality checks during manufacturing and final release control have been passed. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Event description:
It was reported, that a progav 2.0 shunt system (#fx596t) prior to implantation into the patient, no saline flowed out during the shunt drainage test. The catheter is suspected to be blocked. No patient complications were reported as a result of the delayed procedure. The complained product was sent to the manufacturer for investigation.